Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then opened the unit to perform a visual examination and ensure that all the internal cables were properly seated. After ensuring that everything was properly seated, the unit was able to power on. Physio was unable to determine which internal connection was loose. Physio then updated the device's software and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would no longer power on using ac or dc power. There was no patient use associated with the reported event.